Event description:
It was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag. This occurred during use of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to contact their nurse for assistance on completing therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4) or baxter healthcare - (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.